Event description:
Upon review of the record as part of the retrospective quality improvement reviews it was noted that the pt was admitted for a replacement of a malfunctioning penile prosthesis. In the history it was noted that the prosthesis had a malfunction of the pump on the right since 6/95.